Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 11/9/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis. Labs provided confirmed elevated metal ions. A correct dor was provided. Part/lot is being updated for the stem. The complaint was updated on:11/23/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate

Event description:
Patient was revised due to pain and metallosis. Update: 10/26/15 - litigation received. Litigation alleges patient suffers from elevated toxic cobalt and chromium levels, discomfort, and inflammation. A stem is now being added to address allegation of elevated toxic metal ions. Update 11/9/15- (B)(4) and medical records received. There is no new additional information that would affect the existing MDR decision.